Manufacturer narrative:
Waiting on follow up information from international raqa. They are getting the initail reporter's first and last name.

Event description:
It was reported that before surgery at the user facility the joint of the attachment broke. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Manufacturer report number 0001811755-2015-04325 was filed in error. Additional information regarding the event clarified that the customer did not experience a reportable event per 21 cfr 803:20. Device was not returned to manufacturer for investigation.

Event description:
It was reported that before surgery at the user facility the joint of the attachment broke. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. No pieces were missing and no small pieces were broken off.